Event description:
Caller reported blood glucose results of 487 mg/dl and 84 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Tech alleged that the account was seeing sparks at the base frame of the bed.